Manufacturer narrative:
H.6. Investigation: a complaint of "result false resistant no sire" was received against bactec mgit 960 instrument material number: 445870, serial number: (B)(6). Sire tests show resistance results for all drugs, but visually there is no growth. After reviewing the protocol steps and temperature stabilization with the air conditioner repair, the error continued. The tubes were read manually with uv light and showed growth only in the control and sensitive tube for all drugs. The customer was instructed to carry out a test with other drawers, as a result instrument working correctly. The complaint is not confirmed as a failure of bd product and the root cause is "unknown". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Review of service history for this device did not reveal any prior events related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. No new risks or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false resistance was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "sire tests show resistance results for all drugs, but visually there is no growth. After reviewing the protocol steps and temperature stabilization with the air conditioner repair, the error continued. The tubes were read manually with uv light and showed growth only in the control and sensitive tube for all drugs."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false resistance was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: sire tests show resistance results for all drugs, but visually there is no growth. After reviewing the protocol steps and temperature stabilization with the air conditioner repair, the error continued. The tubes were read manually with uv light and showed growth only in the control and sensitive tube for all drugs."